Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no power and low battery during a bolus attempt. However, the battery is new. Customer does not recall any significant events leading to the error. Customer's blood glucose was 403 mg/dl at the time of incident. Troubleshooting was done for alarms and high blood glucose and customer was advised to monitor pump as it appeared that the alarms could be cleared.